Manufacturer narrative:
Complaint conclusion: during a procedure to the right iliac artery, a powerflex pro balloon ruptured at six atmospheres during its initial dilatation with an unknown indeflator. The powerflex pro was removed intact from the patient and another balloon was used to complete the procedure successfully. There was no patient injury. The target lesion was 90% stenosed. There was no difficulty removing the product from the hoop or difficulty removing the protective balloon cover, stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product the product into the patient. The device prepped normally, maintained negative pressure. The contrast media used is unknown and the contrast to saline ratio is also unknown. The same indeflator used successfully with other devices. The target lesion had been crossed by an unknown guidewire. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. The balloon catheter did not kink while being used. It is unknown the amount of times the balloon was inserted into the patient. The device was not returned for analysis. Review of lot 16012788 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported balloon burst at/below rbp could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the information available for review, vessel characteristics (90% stenosis) may have contributed to the difficulty experienced by the customer. Neither the DHR nor the information available suggests that the reported burst could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken at this time.

Event description:
During a procedure to the right iliac artery, it was reported that a powerflex pro balloon was delivered and inflated. However, the balloon ruptured at 6atm during its initial dilatation with an unknown indeflator. Therefore the powerflex pro was removed intact from the patient and another balloon was used. The procedure was finished successfully and there was no patient injury. There was no difficulty removing the product from the hoop or difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product the product into the patient. The device prepped normally, maintain negative pressure. The contrast media used is unknown and the contrast to saline ratio is also unknown. The same indeflator used successfully with other devices. The target lesion had been crossed by an unknown guidewire. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. The balloon catheter did not kink while being used. It is unknown the amount of times the balloon was inserted into the patient. The target lesion was 90% stenosed. The product will not be returned for analysis.

Manufacturer narrative:
Review of lot 16012788 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of receipt.